Manufacturer narrative:
No evaluation possible at this time. The implants have not been removed from the patient nor have the identifying lot numbers been provided.

Event description:
X-rays taken during post op visit found both a set screw and cage had backed out of position. No revision scheduled at this time. The kodiak spinal fixation system was originally implanted on (B)(6) 2019.